Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual analysis revealed reddish brown material inside the pebax and a separation between pebax and electrode section. A screening test was performed and the device was recognized and visualized correctly; however, error 106 was displayed on the screen due to open circuits at the tip area. A microscopic examination of the peek housing was performed and insufficient adhesive application on the wires inside the tip was observed. A manufacturing record evaluation was performed for the finished device lot number 31499751l and no internal action was found during the review. The force issue reported by the customer was confirmed. The potential cause for the open circuit could be related to the insufficient adhesive observed, however, this could not be conclusively determined. The root cause of the adhesive condition is traced to the manufacturing process. The reddish material inside the pebax is unrelated to the issue reported by the customer. The root cause of the pebax damage is traced to the manufacturing process. The instructions for use (IFU) contain the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. A significant change in the baseline reading after cleaning might indicate a damaged contact force sensor. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. This product issue will be addressed through johnson & johnson medtech quality system. An internal action was created for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device & to introduce optimization actions regarding devices with force sensor error and adhesive issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified a separation between the pebax and electrode section. During the procedure, the medical team noted high force readings when going on ablation. The team tried rezeroing several times without resolution. They then reseated the connections with no resolution. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure was continued. No patient consequences were reported.